Manufacturer narrative:
Stenosis and angina, as noted in the xience v IFU are known adverse events associated with coronary stenting. Stenosis, angina, dyspnea, and hospitalization are listed in the risk assessment matrix, as no-fault post-procedure complications. There was no reported product malfunction, or any indications of a sds quality deficiency. It is possible that the angina and dyspnea were secondary effects of the stenosis, which required hospitalization and treatment with CABG. There does not appear to be an indication of a lot specific product quality deficiency. The other xience v is being reported under the same manufacturer report number.

Event description:
Reporting status: serious injury/surgical intervention-permanent damage. Reporting rationale: restenosis requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2007, the pt underwent stenting of the pre-dilated proximal lad with two xience v stents. At an unk time in 2008, the pt began experiencing chest pain and shortness of breath. Diagnostic coronary angiography was performed the following month, and revealed severe left main bifurcational disease of >=70% and <100% stenosis, and a tight lesion in the circumflex; the lad beyond the ostium looked reasonable. The pt was hospitalized in 2009, and underwent coronary artery bypass grafting the next day, on the left main coronary artery. The pt was discharged five days later. There is no additional info available.